Event description:
It was reported that during the implant procedure, due to patient anatomy abnormal (patient had heart failure and left ventricle was quite large), the lead could hardly be implanted. After repeated attempts the lead helix could not extend, physician suspected that blood came into the lead. It was replaced by another lead to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.